Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It reported that the infusion set cannula was not inserted into her body it was outside of the body which led to hyperglycemia and was treated with multiple daily injections on (B)(6) 2026.